Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, the physician encountered resistance while advancing the smart coil from its initial position within its introducer sheath. The smart coil would not advance further and was therefore removed and was not used in the procedure. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.